Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker may have an allergic reaction. Reportedly, the patient has asthma and has been hospitalized due to asthma flareups that started about 1.5 years ago. The patient has been coughing and spitting up mucous as well. Furthermore, the patient was treated with antibiotics and steroids. No additional adverse patient effects were reported. The pacemaker remains in service.